Manufacturer narrative:
The cobas e411 rack analyzer serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys pth results from the cobas e411 rack analyzer. The customer reported that quality control results are near target values, but patient values are questioned by medical doctors since they do not fit the clinical picture and the former/previous values for affected patients. The doctors complained that the values are too high. No specific data was provided.

Manufacturer narrative:
No issues with calibration or qc results were noted. Due to the limited information provided, the investigation was unable to determine a specific root cause. There was no product problem identified.